Event description:
Pt had diagnostic cardiac cath via right femoral arterial access site with 6fr introducer. Upon completion of procedure, a right iliac/femoral angiogram was taken, decision made was to place a 6fr angio seal. Placement successful. Patient monitored for 2.5 hours post placement and discharged home. Pt returned to hospital in 2009 with pain and pallor right leg with no palpaple distal pulse. Angiogram reveal large thrombus burden at angioseal site and distal site. Mechanical thrombectomy platelet inhibitors and balloon angioplasty restored flow.